Event description:
The nurse utilized new IV tubing, primed the tubing, and connected it to the patient. About an hour later, a puddle of fluid was noted on the floor near the patient. The second back flow valve was found to be leaking. The IV fluid was not under pressure from pressure bag but was free flowing. Tubing removed, leak marked. Device saved but not packaging.